Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt stated that he experienced a yellow wrench controller fault alarm and the green running symbols were not illuminated. The pt's batteries and battery clips were exchanged. The green pump running light appeared after but the controller fault alarm remained. The pt went to another hospital that was nearby and his system controller was successfully exchanged. The new system controller alarmed clock not set. The pt was instructed to drive to implant center to set the new primary system controller clock.

Manufacturer narrative:
The system controller was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The reported event of a yellow wrench alarm was confirmed during analysis. The log file retrieved from the system controller contained 240 entries. On july 21, 2014 the yellow wrench alarm became active due to an lcd fault. The alarm remained active until the driveline was disconnected and the system controller was put in sleep mode. The alarm did not affect the system controller¿s ability to operate the pump at the set speed. A specific root cause for the reported event was not determined. The reported event of the "green running symbols not illuminated" was not confirmed during analysis. Visual inspection verified green pump leds illuminated when operating a test pump. There is no indication that the pump stopped or the system controller reverted to backup mode in the log file. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.